Event description:
It was reported via voluntary medwatch that the patient presented with under-sensing on the right atrial (ra) lead. The ra lead was also found to have falsely classified termination of ongoing atrial arrhythmia. Further information regarding patient outcome was not provided.

Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5155306.